Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2015 to remove hardware that was originally implanted on (B)(6) 2014 for repair of a left proximal tibia fracture. Reportedly, the patient¿s symptoms stated a couple weeks ago (exact date unknown) and she presented to her doctor¿s office on (B)(6) 2015 with drainage from a wound on the medial aspect of her left tibia. It was reported that the hardware (medial tibia plate and screws) would be removed. It was reported that the infected area will be cleansed and debrided. The patient would also be treated with IV (intravenous) vancomycin. Revision surgery was in progress when complaint was reported. No report of patient harm reported. Patient history includes obesity. It was confirmed that 1 plate and 5 screws were removed. There was no surgical delay, no patient harm and surgery was completed successful. X-ray image was taken and provided. This is report 4 of 6 for (B)(4).